Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported recently having a blood glucose level of 500 mg/dl, but did not receive any alarms. Blood glucose level at the time of the call was 158 mg/dl. Customer also reported receiving a bad sensor alert. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Evaluated one opened/used enlite sensor and perform continuity resistance test and sensor passed per specifications. Perform bicarbonate buffer test and sensor passed with accurate readings.